Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. The reported patient effects of angina and stenosis are listed in the xience prime everolimus eluting coronary stent systems instructions for use, as known patient effects of coronary stenting procedures. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that on (B)(6) 2014, the patient underwent a coronary stenting procedure, with implantation of a 3.0 x 33 mm xience prime stent in the mid left anterior descending (lad) artery. On (B)(6) 2018, the patient began to experience chest pain and was re-hospitalized on (B)(6) 2018. On(B)(6) 2018, coronary angiography was performed and noted in-stent restenosis at the target lesion. Revascularization was performed, and the event resolved on (B)(6) 2018. No additional information was provided.